Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded and a valid lot or serial number was not provided . An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. On (B)(6) 2024, the customer was ¿gargling¿ and unconscious and the customer's spouse wanted to check their glucose level but received a "replace sensor" error message and no alarms were received. An ambulance was called and while they were waiting, a blood glucose reading of 19 mg/dl was obtained from unknown source. As a result, the customer was injected with glucagon by the spouse. The medical team that arrived in the ambulance immediately removed the sensor. The customer was declared in a state of coma and then recovered. Fluids entered their lungs and damaged the brain. The customer was treated with unspecified fluids, antibiotic infusions, and insulin injections (type/dose unspecified) administered in the abdomen by a healthcare professional (hcp) and was able to communicate for a short time on 07-jul-2024. On 10-jul-2024, a field representative arrived at the hospital and communicated a little with the customer and the family. After checking the alarm's settings, they saw that the alarms were turned off. On the same day, the customer was discharged from the hospital while conscious. On 14-jul-2024, the field representative tried contacting the customer's spouse again. The spouse replied that the customer had been hospitalized again due to complications from the previous hospitalization. The customer experienced delirium, memory loss, ¿makes a lot of mess, gets agitated frequently, and doesn't understand what's happening¿. According to the nurse, the customer's parkinson's disease is ¿experiencing a severe flare-up¿ which caused their out-of-control behavior. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. On (B)(6) 2024, the customer was ¿gargling¿ and unconscious and the customer's spouse wanted to check their glucose level but received a "replace sensor" error message and no alarms were received. An ambulance was called and while they were waiting, a blood glucose reading of 19 mg/dl was obtained from unknown source. As a result, the customer was injected with glucagon by the spouse. The medical team that arrived in the ambulance immediately removed the sensor. The customer was declared in a state of coma and then recovered. Fluids entered their lungs and damaged the brain. The customer was treated with unspecified fluids, antibiotic infusions, and insulin injections (type/dose unspecified) administered in the abdomen by a healthcare professional (hcp) and was able to communicate for a short time on (B)(6) 2024. On (B)(6) 2024, a field representative arrived at the hospital and communicated a little with the customer and the family. After checking the alarm's settings, they saw that the alarms were turned off. On the same day, the customer was discharged from the hospital while conscious. On (B)(6) 2024, the field representative tried contacting the customer's spouse again. The spouse replied that the customer had been hospitalized again due to complications from the previous hospitalization. The customer experienced delirium, memory loss, ¿makes a lot of mess, gets agitated frequently, and doesn't understand what's happening¿. According to the nurse, the customer's parkinson's disease is ¿experiencing a severe flare-up¿ which caused their out-of-control behavior. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) and h4 (device mfg date) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.